Event description:
Philips received a complaint by the customer on the v60 indicating that the setting tab on the bottom left of the touchscreen did not respond well to touch. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating, but there was no reported delay in therapy. The customer called technical support to report that the setting tab on the bottom left of the touchscreen did not respond well to touch. The field service technician inspected the device and confirmed the touchscreen misalignment. The field service technician ultimately calibrated the touchscreen, after which the issue was resolved. While this issue has been resolved, the device is being serviced for another issue captured in another record.